Event description:
Reporting status: malfunction. Reporting rationale: loose stent has previously caused or contributed to patient injury. Device issue: loose stent. It was reported that during preparation or unpacking the stent moved forward off of the balloon towards the tip of the catheter. No patient effects were reported. No additional event or patient information is available.